Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown, however it was reported that the "patient connector falling off/loose on some of the bags could have contributed to the peritonitis". It was reported the patient was hospitalized for 5 days. On the same day as hospitalization, the patient was treated with cefepidime (1gm, intraperitoneal/ for 21days) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.